Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Bends were present on the pusher assembly approximately 16.5, 48.0, 101.0, 111.5, 121.0 and 148.5 cm from the proximal end. The pusher assembly distal detachment tip (ddt) was separated from the pusher assembly approximately 176.0 cm from the proximal end and was not returned for evaluation. Offset coil winds were present along the embolization coil. The introducer sheath was undamaged. Conclusions: evaluation of the returned ruby coil revealed the pusher assembly ddt was separated from the pusher assembly and was not returned for evaluation. If the device is forcefully manipulated against resistance, damage such as this may occur. In addition, if the pusher assembly ddt separates from the pusher assembly, the embolization coil will likely detach. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of the damage could not be determined. Further evaluation revealed pusher assembly bends and offset coil winds along the embolization coil. These damages were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a type ia endoleak using a ruby coil. During the procedure, while placing the ruby coil in the target vessel, the physician determined that the ruby coil was oversized and decided to remove it. However, while retracting the ruby coil, it unintentionally detached in the hub of the microcatheter. Therefore, the physician pulled the detached ruby coil out of the microcatheter. The procedure was completed using three pod packing coils, fourteen other coils, and the same microcatheter. There was no report of an adverse effect to the patient.